Event description:
Device 1 of 2:reference MFR report#3006705815-2019-00108. It was reported that the patient was experiencing ineffective stimulation. Reprogramming was tried to no avail. As a result, the scs system was explanted.